Event description:
Spontaneous call from patient called in to say her whisperjet device broke and she needs a new one. Unknown if patient missed a dose of medication. No adverse event reported. Unknown if patient has broken device on hand. Unknown if md is aware, no further info provided. Reported to (B)(6) by pt/caregiver.